Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since receiving the pump, the customer alleged that the food bolus requests were not being calculated correctly. Reportedly, when the customer felt that the calculations were incorrect, the suggested bolus requests were being overridden by the customer and blood glucose level was not impacted. Reportedly, the customer consulted with health care provider regarding the carbohydrate ratio settings. Although requested by tandem technical support, no further information was provided on the reported event.